Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure the pacing lead was placed multiple locations and exhibited high thresholds and low sensing. The lead was replaced. No patient complications have been reported as a result of this event.